Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device system implant, the right ventricular lead impedance was higher when measured through the analyzer than when measured through the device. No problems were noted with sensing and thresholds. The device and lead remain in use and impedance was monitored post procedure and remained stable. No patient complications have been reported as a result of this event.